Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information was requested but not received. (B)(4).

Event description:
A viperwire and orbital atherectomy device (oad) were used to treat the left anterior descending artery, and treatment in that area went as planned. Treatment was also planned and started on the circumflex artery, which was completely occluded. Glideassist was used to facilitate placement due to tortuosity. During the first treatment in the circumflex the crown did not show one-to-one movement with the control knob. Imaging indicated the tip of the wire had fractured despite adequate distance from the crown. The viperwire fractured and was visualized in a small branch vessel that was filled by collaterals where it perforated through the myocardium causing cardiac tamponade. The intact portion of the viper wire and oad were removed. A pericardiocentesis was performed. Multiple balloon inflations in the circumflex were attempted to stop distal flow. Circumflex inflations were unsuccessful as the patient went in to v-fib multiple times requiring defibrillation. A surgical team was called into the cath lab since the patient was not stable enough to travel. The patient experienced a heavy bleed while open for surgery and expired. It was noted that the patient had been turned down twice for coronary artery bypass graft and was a double amputee and quite sick. It was also noted that an impella and temporary pacer were used during the procedure.